Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increase in high voltage lead impedance measurements were observed during a routine follow-up in clinic. The patient was asymptomatic. Further testing and lead replacement were discussed. The physician elected to remotely monitor the patient bimonthly.

Event description:
New information received on (B)(6) 2019, indicates that the right ventricular lead still had high impedance. No resolution was reported and the patient was to be monitored.